Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, the fse confirmed the error in the error log. Fse replaced the sampling z-axis unit, the z1 to driver 2 cable, and the driver 2 board. Fse then ran 10 patient samples without any errors. Fse calibrated and ran quality control (qc) with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were (2) similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to a bad sampling unit.

Event description:
A customer reported getting 710 z1-axis error messages on the g8 instrument. The customer reported that this has been an ongoing issue. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013. Device evaluation by manufacturer: the drv2 pc bd, cable z1 to drv2-cn5, and the sampling z-axis unit were returned for evaluation. Functional testing was performed on all three parts and all three parts passed testing. The parts performed to specifications. The 710 z1-axis error could not be reproduced. (B)(4). The most probable cause of the reported event could not be determined. The parts performed as expected.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013.